Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited under sensing. Programming changes were made to resolve this issue. The patient was stable.